Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, two catheters and a flow diverting stent were used in the procedure in conjunction with the subject device and the patient¿s anatomy was moderately tortuous. The issue was noticed during use of the device on the patient. There were no adverse consequences reported by the user, no surgical delay and no medical intervention required. The procedure was successfully completed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue.

Event description:
It was reported that during a procedure, a flow diverting stent was deployed across the at cavernous ica aneurysm which had slight stenosis at its proximal segment. While inflating the balloon catheter (subject device) completely across this segment, subject balloon got ruptured. Slight excessive pressure was reported to have been applied during inflation of the subject balloon catheter as the physician wanted the flow diverting stent to appose the vessel wall completely. As per the physician, the rupture could have been due to slight excessive pressure applied during inflation. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a procedure, a flow diverting stent was deployed across the at cavernous ica aneurysm which had slight stenosis at its proximal segment. While inflating the balloon catheter (subject device) completely across this segment, subject balloon got ruptured. Slight excessive pressure was reported to have been applied during inflation of the subject balloon catheter as the physician wanted the flow diverting stent to appose the vessel wall completely. As per the physician, the rupture could have been due to slight excessive pressure applied during inflation. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.